Event description:
It was reported that no audio output occurred. On (B)(6) 2022, the patient was attempting to exit a vehicle when she lost consciousness. The patient reported no cgm alerts or alarms at the time of the event. Her spouse transported her patient to the hospital where her blood glucose was undetectable. The patient was treated by unspecified means for hypoglycemia and hospitalized for 5 days. At the time of the call, the patient was fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.